Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information or the investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx434-t) was to be implanted on (B)(6) 2026. According to the complainant, the catheter was damaged after opening it. No patient harm occurred.